Event description:
The manufacturer was made aware by an end user that a thermal event occurred with an innospire essence device. There was no patient harm or injury associated with the reported event. The user reported that the machine was turned on and in use when they noticed the device began to smoke and flames were coming from the device. The user unplugged the device and took it outside where the flames then self-extinguished. The manufacturer requested the return of the device for investigation; however, the user disposed of the device and will not be returning it to the manufacturer. The root cause of the reported event is unable to be confirmed. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a backup device for respiratory delivery if this device is not operable. Based on the information available, the manufacturer concludes no further action is necessary, and will continue to monitor complaints.